Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis internal insulation abrasion was noted at 7.5-8.3cm and 9.4-10.9cm from the distal tip. The etfe coating was abraded at these locations. Internal insulation abrasion was noted at 12.4-13.3 cm and 15.4-15.7cm from the distal tip, the etfe coating was intact at this location. External insulation abrasion consistent with friction to the ICD can was noted at 38.2-38.4cm, 42.0-42.3cm and 46.2-46.8cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.